Event description:
It was reported, the pt had a previous dvr procedure and was undergoing replacement of both valves. This 23 mm sjm aortic valve was implanted. A 25 mm sjm mechanical valve (medwatch report# 2648612-2010-00069) was implanted in the mitral position, but one of the leaflets stuck in the open position, and it was replaced with another sjm mechanical valve of the same size (medwatch report# 2648612-2010-00070). The pt expired following the procedure due to a ventricular failure.